Event description:
It was reported that the patient experienced a fall and interrogation noted that the right atrial (ra) lead exhibited a loss of capture. Reprogramming was done and the patient presented to the emergency room a few days later with shortness of breath. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.